Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, a kink was confirmed in the sheath and the sheath, and the locator were unable to be assembled. The device was not used and, as no spares were available; therefore, manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was flow diverter placement. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for assessment. The complaint cannot be confirmed for a sheath kink as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).